Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was attempted but the guidewire was causing difficulties. The lead was removed from the body, then flushed. During flushing, saline squirted out of lead body insulation. It was noted the there was an insulation damage. The lead was attempted and not used. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.